Event description:
Literature: jagatsinh y. Intrathecal baclofen: it's effects on symptoms and activities of daily living in severe spasticity due to spinal cord injuries: a study. Indian j orthop. 2009; 43(1): 46-9. Summary: this article presents a single-site open-label pilot study of 37 adult pts implanted with an intrathecal baclofen drug delivery system between 2002 and 2006 for the treatment of severe spasticity, due to spinal cord origin. The aim of the study was to find out whether implantation of the pump had actual benefits in these pts in relieving symptoms, and functional improvement in their activities of daily living. Further, any beneficial effect of intrathecal baclofen therapy on bladder and bowel function was also noted. The study was conducted using a questionnaire, 24 responses were received, and included in the study. Reportable event: one pt had worsening of symptoms including worsened mobility, social/recreational activities, driving ability, strength, coordination/dexterity, and sleep. Catheter leakage was noted after investigation. A catheter change was performed. The pt showed improvement after recitation of catheter.